Event description:
It was reported that during pre-boot and prior to customer use, the cs300 intra- aortic balloon pump (iabp) displayed error code "electrical test fails code #119" and "electrical test fails code #52." There was no patient involved and no adverse event reported.

Manufacturer narrative:
The distributors field service engineer (fse) evaluated the iabp unit and was unable to duplicate the reported issue. It was determined that the front end board and transfer cable were not in contact with each other. The fse unplugged and cleaned the contacts and noted that the issue was corrected. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during pre-boot and prior to customer use, the cs300 intra- aortic balloon pump (iabp) displayed error code "electrical test fails code #119" and "electrical test fails code #52." There was no patient involved and no adverse event reported.